Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 259-260 mg/dl; cause was due to air bubbles observed in the infusion set tubing. Customer primed the tubing to address the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management.